Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 23105217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd 13 mm ss vial access device had flow issues - fluid blockage. The following information was provided by the initial reporter: material: 2203e. Batch: 23105217. Description: email received from omit. Verbatim: "inbound. Patient reports winrevair saline isn't dispensing into vial and is resistant to push. Winrevair lot number y010244, expiration date 04/30/2026. Replacement sent. No further details provided. " agent performed an outbound call to the consumer. Consumer did not pick up the phone and a voicemail was left for a callback. Unknown if product is available for retrieval. Unknown if photos can be sent to the mnsc. Questions from (B)(6) were not able to be asked because the consumer did not answer the outbound call. Leaking occurred during preparation or administration? A little bit if yes, identify which item is impacted and provide a brief description of your experience. - "when I tried to push it down it leaked a little bit but would not come down" patient did not want to answer anymore questions and felt that the questions being asked was repetitive. Patient stated that she cannot send photos to the mnsc because the product has been disposed of in the waste container. The winrevair is not available for retrieval.